Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the ER with a low heart rate. The lead showed no capture and had unacceptable thresholds. The lead was replaced. No patient complications were reported as a result of this event.